Event description:
Additional information was received from a healthcare provider (hcp). It was reported that this is a new patient to the healthcare provider (hcp). The cause of the lack of pain relief and device not charging has not been determined. They are scheduled to meet with a patient (pt) with a manufacturer representative (rep). Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said that they never got any relief since the ins was put in, and said "the stimulator quit working probably 6 years ago, it was going down both my arms and into my head, it wasn't working right and making me jerk". Pt says they had tried charging it and it wouldn't charge. Pt says "im crippled and it was hard to place the charger". Pt says they moved and "I went to a pain management dr and they said the leads are not placed right in my neck" and said this was determined by xray. Pt said the doctor told them to call medtronic to get the ins reprogrammed. Reviewed that ins is most likely in eos state at this time. Pt says they will follow up with this hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) , ubd: 30-jun-2019, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 30-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.